Manufacturer narrative:
Other. Medtronic determined root cause to be a broken low voltage male pin form the therapy cable, part number 3006570-006, used with the device. After replacing the therapy cable and the mating device therapy cable connector, proper operation was then observed. The device was returned to the customer.

Event description:
Reportedly, when an attempt was made to use the lifepak 12 defibrillator/monitor to treat the pt, the device prompted that it was not connected to the pt. A lifepak 10 defibrillator/monitor was immediately made available and was used to deliver defibrillator energy to the pt. The pt was not resuscitated. The reporter indicated pt outcome was not the result of device operation, due to use of backup equipment.